Event description:
During a pelviscopy the surgeon inserted a 355s under visualization from the scope. The activation button would immediately retract from it's loaded position upon any pressure at the tip of the trocar. The blade could never be exposed to the tissue properly, making the entry extremely difficult. They were able to use the trocar to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: the instrument was recycled repeatedly and it functioned as intended. The incident could not be repeated.